Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgment occurred, requiring additional intervention. The target lesion was located in a vein. A 9.0x30x135 cm express ld iliac / biliary stent was advanced for treatment. However, when the guiding catheter was pulled, the stent became stuck and slid out. A wallstent was used to fix the express ld iliac stent and completed the procedure. No patient complications nor injuries were reported and the patient status was stable.